Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's god mother reported via phone call that the insulin pump's display was blank. Caller waited two hours and performed the pump rest. Blood glucose level at the time of the incident was 187 mg/dl. During troubleshooting, the customer was able to get the display to return. The insulin pump was not replaced or returned for analysis.